Manufacturer narrative:
No UDI information is available as the lot number is unknown. (B)(4). The requested lot number remains unknown therefore a review of the manufacturing records could not be performed. The device remains implanted, therefore an engineering investigation could not be conducted.

Event description:
The following information was reported to gore: while a physician was performing a declot procedure with a fogarty catheter on a gore® acuseal vascular graft, it was observed that the inner layer of the graft was separating. There were no consequences to the patient. The physician reported this has occurred twice.